Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure using aortic cutter (3.8mm). When pressing the button to unlock and pull out the cutter, it was necessary to press harder than usual. The skin was not pierced. They put out the same new device, and this time were able to use it safely. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4,g7,h2,h6,h10. Internal complaint number: (B)(6).

Event description:
N/a.